Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 fr angio-seal vip device was returned for product evaluation. The returned sample includes the carrier tube, hemostasis sheath, arteriotomy locator, and header bag. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in forward lock position. The anchor, collagen and tamper tube are deployed. The collagen is tamped. The device appeared to have been used and was returned fully deployed. Therefore, the complaint can be confirmed for a device pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A5: ethnicity: french. E3: occupation: pharmacy technician. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. After the angio-seal was inserted, despite following the usual procedure, the device did not deploy correctly. Therefore, everything came out of the patient when the ancillary piece was removed. A new device was inserted, and there was no patient injury. Additional information was received on 24sep2025: the procedure being performed was a dilatation of the left lower limb using a 5 french with cold blade spotting for insertion. A pre-deployment angiogram was performed; however, rinsing with heparinized saline solution was performed before using the imd. There were no issues with insertion of the device. There was no blood loss. No equipment or other devices were used with the angio-seal.